Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo, mid to proximal, right coronary artery (rca) lesion, the 4.0 x 38 mm xience prime stent delivery system (sds) was advanced with anatomical resistance difficulty and could not cross the lesion. During the attempt to retract the sds, some resistance was met and the stent implant became dislodged in the rca ostium. A balance middleweight universal ii (bmwuii) and an (B)(4) fielder fc guide wire were combined and the stent implant was successfully removed from the anatomy. A 4.0 x 38 mm non-abbott stent was implanted in the target lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.